Event description:
It was reported via repair work order that the brakes could not hold due to a worn brake cam, broken brake pin tube guides, and cushions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not hold due to a worn brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The brakes were not holding due to broken brake pin tube guides, cushions, as well as brake cams.